Event description:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and the proximal conductor was fractured. It was also noted that the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and the lead was stretched.